Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to check and clean various parts of the pump, remove and inspect the cartridge, and attempt to reload the cartridge following on-screen instructions. However, the pump still displayed an alarm, leading to an unresolved issue.